Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information provided: bilateral inguinal hernia - hernia cure with phs plate symptomatic hib clinical recall during effort intervention: under general anesthesia. Supine dermal. Incision of the inguinal oblique cutaneous incision opening of the aponeurosis of the great oblique. Placing on lake of the spermatic cord skeletoning of the cord. There is a direct hernia. Opening of the fascia transversalis placing a plate of prolene phs (ethicon) fixed by mersuture points 2/0 and fixed at the bottom on the cooper, the superficial part of the plate is split for the passage of the cord closure of the aponeurosis from great oblique to vicryl 0. Subcutaneous plane to vicryl 2/0. Ethilon 3/0 on the skin. Same contralateral gesture. Current state of the patient: severe pain in the pubis and left groin since I had surgery for double inguinal hernias. They prevent me from running or walking on a daily basis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide the following information on the authorization to use or disclose information form attached: your surgeon¿s name, email, phone number, address. Your signature. Please scan the signed form and email back to ethicon.

Event description:
It was reported by a patient that they underwent a double inguinal hernia operation on (B)(6) 2024 and mesh was used. The patient experienced severe pain in the pubis and left groin continuously. Additional information was requested.